Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he fell at work and his insulin pump fell into the water; the device then alarmed button error and battery out limit. His blood glucose rose to 578 mg/dl, which the customer was unable to treat due to lack of a back-up plan. The customer was currently waiting for his mother to return with the means to which he can treat his high blood glucose. Troubleshooting was declined for the high blood glucose and moisture exposure. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was received with normal operating currents and no unexpected off no power alarm, low battery alarm or battery out limit alarm was noted. The pump was received with intermittent button response due to corroded keypad traces. No button error alarm or moisture damage on the electronic assembly or motor noted. The pump had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.